Event description:
It was reported by the provider that both left and right brake handles not holding. No patient injury alleged, no additional information provided. This report is for the right brake.